Event description:
Trimedyne, inc. Became of aware of litigation that defendants "injured and damaged plaintiff's face and related structures, causing plaintiff to suffer facial scarring, great mental and physical pain, some permanent disability and other injuries presently undiagnosed."